Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to (B)(4) for evaluation. Once the sample is received and the investigation is complete, a supplemental 3500a medwatch will be submitted with the results of the investigation. Complaint information provided by depuy synthes. Device not yet returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the metal handle offset cup impactor latch weld broke and will not stay locked during impaction. No adverse events reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The instrument weld has broken which adjoins the ratcheting mechanism ("latch") to the body of the instrument. A manufacturing review was performed and there were no discrepancies found. Testing was performed on a product within the same lot and a manufacturing non-conformance was identified which caused the reported event. No further investigation is required.